Manufacturer narrative:
H3: one device was received for evaluation. No previous services were found. Visual and functional performance verification testing (pvt) tests found that the downstream occlusion (dso) seal was lifting of the dso sensor. The dso seal was replaced to fix this issue. A software update was performed, and the device then passed all functional tests after the repair.

Event description:
The customer returned product for battery compartment damage, during physical inspection it was found that the downstream occlusion (dso) seal was lifting off the sensor. There was no patient involvement.